Event description:
This is filed to report the clip detached from the delivery catheter. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. Imaging was challenging due to the anatomy and due to shadowing from a previously implanted annulus ring. The mitraclip delivery system (cds) (11013r117) was advanced to the mitral valve; however, when trying to grasp the leaflets the clip inverted automatically. The clip would not close even though arm-positioner was rotated toward close direction. Fluoroscopy from a different angle was viewed, showing the clip had detached from the mandrel. The detached clip remained on the lock line and gripper line. The cds and steerable guide catheter (sgc) were removed. The clip was pulled back carefully for removal, no additional intervention was needed to remove the clip. A new sgc was used and a second clip, (20119r155) was advanced to the mitral valve; however, grasping was unsuccessful due to interference with chordae. The clip was freed from chordae without causing injury. The clip was not implanted and was removed. No clips were implanted. Mr remains at 4. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2022, the patient expired. Reportedly, the cause of death was due to hypoxia, congestive heart failure, and dilated cardiomyopathy. In the physician's opinion, the death was unrelated to the mitraclip devices.

Manufacturer narrative:
The reported death appears to be due to worsening patient conditions. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
All available information was investigated, and the reported material separation (clip) was confirmed via returned device analysis. The reported image resolution poor, difficult to open or close (clip close-inability) and unintended movement (n/a) could not be replicated in a testing environment. Additionally, the actuator coupler was observed to broken distally, the harness was observed to be deformed, and the l-lock tabs were observed to be scratched and bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the reported unintended movement of clip arms, difficult to open or close (clip close ¿ inability), and the confirmed material separation (clip) were due to the observed actuator coupler break. The reported image resolution poor was due to challenging anatomical conditions. The observed material deformation (harness) appears to be due to procedural circumstances (device removal with clip detached). The cause for the observed actuator coupler break, scratched and bent l-lock tabs could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.